Event description:
This lead was capped on (B)(6) 2011 due to impedances over 2000 ohms causing inappropriate therapy. The procedure took place at harrison medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)